Manufacturer narrative:
Siemens has completed an investigation of the reported event. A software failure was determined as the cause for this event. After failure of the mdm (multi display manager), the mdm performed an auto reboot to reset the system. In this specific case, the auto reboot was not successful. If no further operation is possible, a procedure can be continued or even canceled using "bypass fluoro"; a mode providing limited function of the imaging system. The affected mdm was exchanged and the problem did not recur. The system has been returned to clinical use.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During a clinical procedure the large display became dark and the procedure had to be continued on an alternate system. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.